Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 500 mg/dl at the time of the incident. Customer stated other blood glucose value was 510 mg/dl, 150 mg/dl. Customer was treated with insulin pump. Customer declined troubleshooting for high blood glucose. Customer did received sensor updating and change sensor alert. The insulin pump will not be returned for analysis.